Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ left hip asr was implanted and the patients femoral neck fractured at 6 weeks. It was replaced with a stemmed prosthesis and a xl head. Product going directly to mr (B)(6). Update received: (B)(6) 2014 - amended implant date: (B)(6) 2005, attached scf, added (B)(4) reference number, added hospital: (B)(6), corrected product code for head: (B)(4) and added product type: asr resurfacing. Asr revision, asr resurfacing - left. Reason(s) for revision: femoral neck fracture on resurfacing (within 3 months of post op).

Event description:
Update aug 18, 2017: email notification from (B)(6)'s received. There is no new information added that changes the MDR decision. Added cup, sleeve and stem product. This complaint was updated on: aug 23, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ left hip asr was implanted and the patients femoral neck fractured at 6 weeks. It was replaced with a stemmed prosthesis and a xl head. Product going directly to mr morlock. Update received: (B)(4) 2014 - amended implant date: (B)(4) 2005, attached scf, added (B)(4) reference number, added hospital: (B)(4) , added surgeon: dr (B)(4), corrected product code for head: (B)(4) and added product type: asr resurfacing. Asr revision asr resurfacing - left reason(s) for revision: femoral neck fracture on resurfacing (within 3 months of post op) update (B)(4), 2017: email notification from (B)(4) received. There is no new information added that changes the MDR decision. Added cup, sleeve and stem product. This complaint was updated on: (B)(4), 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.